Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced lead impedances. As a result, surgical intervention may be undertaken wherein the lead may be explanted and replaced to address the issue.